Event description:
It was reported that the pta balloon ruptured circumferentially a the first inflation within a stent in a venous anastomosis. During retraction though a 7 fr sheath, a section of the balloon sheared off into the vessel. Additional access was made to successfully and completely retrieve the fragmented balloon. The patient is reported to be doing well.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.